Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test and off no power test. No failed battery alarm. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm, as well as a failed battery test. It was also reported that the act button was unresponsive. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.